Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that more than a year ago (the date was not specified), the patient developed an allergic reaction from the pod adhesive at the pod¿s infusion site (unspecified) while wearing the pod. The infusion site was reported to be irritated. The patient visited a hospital ((B)(6)) and was prescribed fluticasone furoate nasal spray.